Event description:
It was reported that while using the bd multitest¿ that there was contamination. The following information was provided by the initial reporter: the customer found that as long as this batch of lot is stained, in the apc vs ssc and cd4 vs cd8 graphs, there is noise, but other lots are normal without noise.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report was sent in error. Customer responded that there was no contamination on patient samples, therefore, this is not considered to be a reportable malfunction.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd multitest¿ that there was contamination. The following information was provided by the initial reporter: the customer found that as long as this batch of lot is stained, in the apc vs ssc and cd4 vs cd8 graphs, there is noise, but other lots are normal without noise.